Manufacturer narrative:
This complaint was re-evaluated and determined to be MDR reportable.

Event description:
Reportedly, the blunt stylette did not retract properly. It was sticking. Used another. No pt injury. Procedure: unk. Pt sex: unk.